Manufacturer narrative:
Updated device evaluation summary: medtronic received additional information that the reported issue of the instrument having high readings for inexplicable reasons was verified during service. The service technician found loose ground cable from heat block and errors in statistic log file: 010, 012, 015 and 017. These issues will be resolved by tightening the ground cable and clearing the statistic log file(no serious errors). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that at an unspecified time, this act plus instrument had high readings for inexplicable reasons. The use of the instrument was unspecified. There was no patient involvement, so no adverse effect occurred. Medtronic received additional information that it was thought that electronic controls were used.it has been a long time since a quality control was carried out for the instrument. Quality control (qc) values were also determined, in this case no quality control (qc) was performed. No therapy was initiated on the erroneous results and the device was also shut down immediately as a precaution.

Manufacturer narrative:
Device evaluation summary: the reported issue of the instrument having high readings for inexplicable reasons was not verified during service. The service technician could not reproduce the issue and they were unable to retrieve the total test time and error log. The service technician observed internal dust and blood accumulation on lift bar, the disk drive did not work properly, the lift bar height was out of specific ation, and it measured 0.0965-0.1055 inch. The observed issues will be resolved by cleaning the instrument, replacing the disk drive, tilt frame, adjusting the lift bar height and heat block temperature. The following will be replaced as part of a technical services update, the assy switch keypad, assy switch softkey, keypad overlay, softkey overlay, and the flat cable clamp. Preventive mainte nance will be performed per specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.